Event description:
Customer reported that they were hospitalized the first time for three days and the second time for two days. Customer stated that they were hospitalized due to high blood glucose readings of nearly 300 mg/dl and diabetes ketoacidosis. It was noted that the customer was removed from the insulin pump at the emergency room and has not worn it since. Customer did not have the insulin pump with them and was unable to troubleshoot. No further information reported.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.